Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that dirt was found on the connector of the pump. This occurred before patient use/during priming. There was no harm/adverse event reported.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: four photos were attached to the complaint. A stain was detected in the luer. One sample was returned in unused condition in a plastic bag. During the visual inspection of the device, a stain was detected in the luer. According to the sample received, the failure mode ¿particulate matter internal to device¿ was confirmed. A DHR review was unable to be completed as no lot was provided.